Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented into the ER after receiving multiple inappropriate shocks. The patient was experiencing supraventricular tachycardia. Programming changes were made. The patient was in stable condition.